Event description:
It was reported that patient underwent a hip procedure on (B)(6) 2012. During the procedure, the locking ring dislodged from the acetabular cup. The procedure was completed using the same acetabular cup with a new locking ring, but only after a delay of more than half an hour had occurred.

Manufacturer narrative:
Device remains implanted. Locking ring was discarded. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. The user facility was notified of the event on (B)(6) 2012. In the event that the user facility submits a medwatch report, biomet will forward a copy to the FDA.